Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Two non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016 analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2016 for ventricular- sensing integrity counter (sic) and non-sustained tachycardia. Oversensing due to non-physiologic signals/sic (sensing integrity counter). The 177 ventricular- sensing integrity counter (sic) since (B)(6) 2016.

Event description:
It was reported that the patient's lead had a lead integrity alert (lia) three years ago and then again recently due to sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.